Event description:
A user reported that a cayman mi self-starting screw fractured during implantation. The surgeon left the screw in place and surgery was completed with no adverse consequences to the patient and no reported surgical delay.

Manufacturer narrative:
This event was previously reported to the FDA by the user; uf/importer report # (B)(4).device remains implanted.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A user reported that a cayman mi self-starting screw fractured during implantation. The surgeon left the screw in place and surgery was completed with no adverse consequences to the patient and no reported surgical delay.